Event description:
It was reported that the atrial lead had very high pacing threshold and also had far field oversensing. The lead was removed for repositioning, but this could not occur due to occlusion. No new lead was implanted. No patient complications have been reported as a result of this event. The patient was a participant in the (B)(4) study. It was also reported that the patient has mitral regurgitation and experienced occasional dizziness. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had very high pacing threshold and also had far field oversensing. The lead was removed for repositioning, but this could not occur due to occlusion. No new lead was implanted. No patient complications have been reported as a result of this event. The patient was a participant in the adaptive crt study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was pulled apart (overstress) and had a breached cut, and visual analysis revealed apparent explant damage.